Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gyn procedure when removing the bag through the trocar broke in half. The contents fell into the pt through the trocar and were removed with the contents back through the trocar with a competitors pouch. All particles were removed from the pt successfully and the procedure completed with no pt consequence. Device was discarded.